Event description:
The customer reported being in the emergency room due to high blood glucose of 645 mg/dl. Troubleshooting was performed. The time, date, and settings in the insulin pump were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Ran a fixed prime and the insulin exited. Advised the customer to call back when the tubing clamp is available to complete testing. The customer's recent glucose reading was 108 mg/dl, and he was treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.